Event description:
It was reported that there was a right ventricular (rv) lead perforation confirmed by echocardiogram and fluoroscopy. The patient experienced phrenic nerve/diaphragmatic stimulation. There was low rv pacing impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.